Manufacturer narrative:
The cause of the reported issue was isolated to the power pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted physio-control to report that their device had failed on a patient. During initial evaluation, physio-control observed that the device was not able to power on. There was no report of adverse consequences to the patient.

Manufacturer narrative:
(B)(6). Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The repair of the device is pending customer decision. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had failed on a patient. During initial evaluation, physio-control observed that the device was not able to power on. There was no report of adverse consequences to the patient.